Event description:
End user called to complaint that their device will not run the calibration check strip test. The complaint was confirmed from troubleshooting by phone. The device was replaced and the defective one returned for investigation.